Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unexpected resets occurred intermittently. The customer will reportedly load a new cartridge at a later time and resume insulin delivery. Customer¿s blood glucose level was in the 80s mg/dl.